Manufacturer narrative:
The stent was crushed into the vessel wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non-tortuous, severely calcified lesion located in the ostium of the proximal left main artery-left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent came off the delivery system and an attempt was made to rewire and smash the dislodged stent into the vessel wall, however the patient was rushed to surgery to treat the left main/left anterior descending artery. The patient was reported to be alive with injury.